Event description:
Patient reports having a faulty cassette where when cassette was attached to pumps, both were beeping and giving 'no disposable' error. Patient did another mix with a new cassette and is successfully infusing med with no further issue. Cassette lot number is unknown. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes, pt was advise to hold on to the cassette to the side. What is the outcome of the event? Resolved. Describe in detail any and all damage to the cassette: no damage has this incident happened within the past 6 months? No; has this patient reported a pump malfunction within the past 6 months? No. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Ongoing? No. Reported to (B)(6) by pt/caregiver.